Event description:
Consumer states the brakes are loose and the tires have had to be replaced a few times because of this.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03779, indicting the awareness date as (B)(4) 2013 when the correct date was (B)(4) 2013.